Manufacturer narrative:
Article citation: randolf, w. Et al. ¿primary versus post-trabeculectomy xen45 gel stent implantation: comparison of success rates and intraocular pressure-lowering potential in pseudophakic eyes.¿ journal of glaucoma, september 03, 2020, volume publish ahead of print issue; doi: 10.1097/ijg.0000000000001649. The reported event is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Reported events of one patient in the trabeculectomy group showed a flat anterior chamber on the first postoperative day. Choroidal effusion occurred in two patients in each group, intraocular bleeding occurred in one patient in the trabeculectomy group, and hyphema in two patients in each group were noted in the article: ¿primary versus post-trabeculectomy xen45 gel stent implantation: comparison of success rates and intraocular pressure-lowering potential in pseudophakic eyes.¿ journal of glaucoma. All events were self-limiting.